Manufacturer narrative:
Therapy date: (B)(6) 2021. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). The following reports are associated with this event: 0009613350-2022-00018.

Event description:
It was reported that there was a revision due to infection and washout.

Manufacturer narrative:
Investigation results were made available. Investigation and conclusion: 1. Event description: it was reported that a patient was revised due to an infection and washout. Harm: s3 - infection, moderate localized hazardous situation: unknown. 2. Review of received data: no medical data relevant to the case has been received. Due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. 3. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. 4. Review of product documentation: document review could not be performed due to unknown product identification. Device purpose: this device is intended for treatment. Product compatibility: the compatibility check could not be performed due to missing product identification. 5. Conclusion: it was reported that a patient was revised due to an infection and washout. Based on the investigation the reported event cannot be confirmed. Due to significant lack of information a detailed investigation could not be performed, nevertheless based on the given information there is no indication of a nonconformance or complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4). The following reports are associated with this event: 0009613350-2022-00018-1.

Event description:
Investigation results are now available.